Event description:
A few months ago, an insulin cartridge leaked inside of the device's cartridge chamber. Reporter indicated that, since that time, the device produces a "buzzing" sound, during the bolus confirmation beeps. Patient's blood glucose was not affected and no treatment was received.